Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and low sensing values. The physician suspected the lead had dislodged and elected to explant and replace the ra lead to resolve the event. The patient was stable with no additional adverse consequences.